Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) pump is siting high in his scrotum making it difficult access for proper inflation. Physician suggested him that the component may lower in time. No additional information was reported.